Event description:
It was reported that the patient's left ventricular (lv) lead had dislodged and failed to capture. Fluoroscopy was performed which confirmed the lead's dislodgement. The lead was explanted and replaced. The patient was in stable condition.